Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge

Event description:
Customer reported high blood glucose reading of 30 mmol/l. Customer admitted himself into hospital. The insulin pump's programming and history are correct. The insulin pump's functionality of manual prime and high pressure test are correct. During the testing of the insulin pump, no anomalies found. Nothing further reported.